Event description:
It was reported that while opening the package in preparation for use, the customer noticed that the active tip of the needle inside the package was not what was on the label. It was a different size. There were no adverse consequences and no medical intervention reported. The procedure was completed successfully using a back-up device. There was no surgical delay reported.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.